Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a black screen on startup with blue password box due to the software issue. A field service engineer identified a problem with the software and verified that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a black screen on startup with blue password box, which hindered users from accessing the medications. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.